Event description:
The reporter stated that the surgeon was attempting to use an implantable collamer lens model micl 13.2mm and as he was pulling out the lens with forceps from the cartridge, the leading haptic tore. He ejected the lens onto the sterile tray and confirmed the lens haptic was torn. No patient contact or injury.

Manufacturer narrative:
Evaluation codes: method: work order search. Results (other): a visual inspection of the returned product shows a small tear in one foot plate haptic. There is clear surgical residue on the lens. A work order search was performed for similar complaints within the work order and no similar complaints were found. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge, injector, and foam tip plunger were not returned for evaluation.